Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported to the manufacturer, that the pt was admitted to the hosp. With high flows and high pump rate. An echo was performed on the pt, and the results showed native aortic valve insufficiency. It was decided to do a pump exchange, because the pt as o.r. For an aortic valve replacement. During this procedure it was decided to do a pump exchange it was noted that one of the inflow valve leaflets was damaged. Post reimplant and aortic valve replacement the pt is in critical condition in ICU, due to limited right heart function. The pt remains on lvad support while awaiting a heart transplant.